Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "very low could not walk had to crawl to the kitchen" and a loss of consciousness and was unable to self-treat. The customer required administration of sugar and juice from non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.